Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) is emitting a humming tones. All lead measurements are within normal limits. The physician was unable to stop the tones despite a variety of programming maneuvers.